Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridge alarms (cartridge alarm 1 - no pressure change when expected) occurred with the same cartridge. Reportedly, the customer loaded a new cartridge to address the event. The reported issue did not impact customer's blood glucose.